Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post procedure in clinic check. Device interrogation revealed that the right ventricular lead had high capture thresholds and decreased sensitivity. The lead was revised on (B)(6) 2019. Patient was stable post procedure.